Event description:
Olympus was informed that after a therapeutic transurethral resection (tur) procedure, the ceramic insulation at the distal end of the resection sheath was missing. It is unknown whether the ceramic insulation broke off inside the patient or after the procedure during cleaning. However, the intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury. An x-ray was taken where no foreign object was found. It was assumed that it was flushed out with irrigation fluid.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), japan. The evaluation/investigation confirmed that a fragment of the ceramic insulation at the distal end of the resection sheath is broken off, leaving sharp edges at the points of breakage. Since the subject device was manufactured in june 2009 and used frequently since then, normal wear and tear most likely impaired the durability of ceramic insulation, which became brittle and could not withstand the applied mechanical stress, resulting in the fracture. Although a CAPA was implemented in 2010 to improve the design of the ceramic insulation, in this case, given the age of the device, the cause of the reported damage is rather wear and tear than the device design. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that after a therapeutic transurethral resection (tur) procedure, the ceramic insulation at the distal end of the resection sheath was missing. It is unknown whether the ceramic insulation broke off inside the patient or after the procedure during cleaning. However, the intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury.